Event description:
It was reported that the customer's insulin pump was dead. The customer stated that the insulin pump no longer vibrated. The customer stated that the vibrate feature of the insulin pump just stopped working. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that the vibrate mode was on. Advised customer to insert a new (B)(4) aaa alkaline battery. The insulin pump did not vibrate during the vibrate test. Advised the insulin pump needed to be replaced. Advised the customer to revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no vibration during self-test due to broken red wire on vibrator motor. The insulin pump received with minor scratches on display window and cracked reservoir tube lip.